Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Juice was consumed to treat the low bg level. Reportedly, the suspected cause of the low was unknown; however, the contact believes low bg was unrelated to pump and supplies due to familiarity with the pump/supplies. Recommendation was made to consult with healthcare provider regarding diabetes management.